Manufacturer narrative:
B3 date of event was updated.

Event description:
It was reported that on (B)(6) 2026, the patient presented to the emergency department (ed) due to diabetic ketoacidosis. The patient reported that the pod in use was removed in the ed to avoid concurrent insulin delivery while receiving intravenous insulin. The removed pod was discarded and was not available for evaluation. No additional clinical information regarding diagnosis confirmation, blood glucose values, treatment, or outcomes was provided. Multiple good-faith follow-up attempts were made to obtain additional information regarding the alleged medical event; however, the patient could not be reached. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported emergency department visit and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.